Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that at least one bd 4mm pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: the pharmacist announced that over the course of this year she had four to five cases in 2 different patients in which the bd ultra-fine pro 4mm pen needles broke off when the pen was placed on the pen or the cannula was missing entirely.